Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2005 the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter had segments missing from the characters on the display. The medical affairs specialist contacted the patient to obtain and verify information; however was unable to reach the patient by telephone. The medical affairs specialist mailed a letter to the patient requesting she contact medical affairs. The patient reported that on an unspecified date she attempted to use the reported meter but was unable to read the blood glucose result due to segments missing from the display. At the time of this incident the patient was experiencing symptoms of hyperglycemia such as blurred vision and dizziness; and took an oral medication. The patient contacted a medical professional, and "took 1 pill metformin in the office". The patient reported the last date of a successful reading on the reported meter was in, 2005. The customer care advocate determined during the troubleshooting call that the patient was storing multiple lots of test strips in the same vial. It would have been helpful to determine the date of the patient noticed the segments were missing, who the medical professional was the patient contacted, if metformin is the patient's usual diabetes medication, the patient's medication regimen and if the patient had a back up meter. The meter, test strips and control solution were replaced. This incident is being reported due to the unresolved missing segments issue.